Manufacturer narrative:
(B)(4). Concomitant medical products: 010000665 shell lot 3076301, 010000858 liner lot 3208574, 650-1068 sleeve lot 356890, unknown part/lot, femoral head. Reported event was confirmed due to review of provided medical records and/or patient x-rays. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient had an internal fixation procedure to address periprosthetic fracture. No further information is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.